Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on 09/24/2016. Patient reported that upon its removal, the sensor wire was missing. No portion of the wire was visible on the underside of the sensor pod. On (B)(6) 2016, the patient went to urgent care to confirm whether or not the sensor wire was broken under her skin. Two x-rays were performed and neither displayed any sensor wires under the patient's skin. Patient was discharged from the urgent care the same day. At the time of contact, the patient was in good health. No additional event or patient information is available. No product or data was provided for investigation. The reported event of missing sensor wire could not be confirmed. A root cause could not be determined.